Event description:
The patient was experiencing pain and requested implant removal. The surgeon reported that patient non-compliance with activities led to component loosening. The implants were removed and the wrist was fused. The implants have not been returned for evaluation.